Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi field service engineer (fse) went on-site to replace the universal surgical manipulator (usm) on the system. The system was tested and verified as ready for use. Failure analysis received the usm and replicated the reported issue. This usm was installed into the test system and failed normal mode as it triggered a 319 error. After swapping out the parallelogram fiber cable, the error no longer occurred. The reported issue was confirmed based on the failure analysis investigation. No image or video clip for the reported event was submitted for review. A site complaint history review was performed and no related complaints were found for this product. The isi technical service engineer (tse) reviewed system logs during the initial troubleshooting, and confirmed the reported errors. Based on the information provided at this time, this complaint is being classified as a reportable event because system unavailability after start of a surgical procedure (first port incision) caused the procedure to be converted/aborted. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a partial nephrectomy the customer had issues with arms 2, 3 and 4. The customer stated that they could not complete the procedure with one arm disabled. Arm 2 was disabled due to the error and the procedure was then converted to laparoscopy. There was no report of patient injury.